Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient was hospitalized (B)(6) 2025 due to insulin flow blocked leading to hyperglycemia. The blood glucose level was 22.2 mmol at the time of event and the patient got treated with correction bolus. Length of hospitalization was for less than 24 hours. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-11630), was submitted on 17-jul-2025. However, based on the reassessment and investigation of the complaints done on 31-jan-2026. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.